Event description:
Healthcare professional reported that patient injected in ck3 and dark circles with 0.5 ml on each side juvéderm® volift¿ with lidocaine. Two (2) months later, patient experienced persistent edema in eyelid and malar region, which sometimes became painful. Patient stated the inflammation with sporadic changes of decrease and subsequent swelling again with mild pain. Treatment included oral corticosteroid, cetirizine, was taught to do massage for lymphatic drainage, had monopolar radiofrequency in that region, two sessions, which showed an improvement of apply hyaluronidase concealer partial, loratadine, prednisolone, and cold compresses. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional later reported patient decided to apply total hyaluronidase concealer to remove the product and, based on academic articles, microneedle radiofrequency is also being performed, showing an improvement of more than 95 percent of the condition.